Event description:
During aspiration of the vitreous, the tubing kept clamping off on itself causing a hole in the capsule. A vitrectomy was performed and the pt has recovered with no further problems.